Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a blood leak occurred with the combiset bloodlines. Blood was dripping from a tear the bloodlines located under the blood pump segment of the fresenius 2008t machine. Treatment was paused and the patient¿s blood was not returned. The patient estimated blood loss (ebl) was approximately 250 ml. The patient did not experience a serious injury or require medical intervention as a result of the reported event. The patient received 300 ml per standing order. Treatment was completed successfully on the same machine after replacing the bloodlines. The complaint sample is available to be returned to the manufacturer for physical evaluation. The biomed noted that the machine was pulled from service following treatment as a precaution. The blood pump was inspected for defects or issues. No problems were identified. The roller was replaced as a precaution. The machine has been returned to service.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius customer service that a blood leak occurred with the combiset bloodlines. Blood was dripping from a tear the bloodlines located under the blood pump segment of the fresenius 2008t machine. Treatment was paused and the patient¿s blood was not returned. The patient estimated blood loss (ebl) was approximately 250 ml. The patient did not experience a serious injury or require medical intervention as a result of the reported event. The patient received 300 ml per standing order. Treatment was completed successfully on the same machine after replacing the bloodlines. The complaint sample is available to be returned to the manufacturer for physical evaluation. The biomed noted that the machine was pulled from service following treatment as a precaution. The blood pump was inspected for defects or issues. No problems were identified. The roller was replaced as a precaution. The machine has been returned to service.